Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after ablating, the array was difficult to retract due to residue. Additionally, severe resistance was encountered while removing the electrode from the silx daimon needle guide. Once removed, the account reported that peeling to the electrode insulation had occurred. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after ablating, the array was difficult to retract due to residue. Additionally, severe resistance was encountered while removing the electrode from the (B)(4) needle guide. Once removed, the account reported that peeling to the electrode insulation had occurred. The procedure was completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the insulation was damaged 3.8 to 4.5 centimeters from the cannula distal end. Functionally, the array was able to be extended and retracted without resistance. However, residue was present on the tines including the area where the tines attach to the cannula. Additionally, the tines were found to be bent slightly. The device working length was measured and found to be within specification. The metal cannula was exposed where the insulation was missing. Continuity of current could be achieved between the handle and the exposed metal cannula. The condition of the returned incident device was consistent with the complaint that the insulation was peeled. The most probable root cause is operational context. (B)(4).